Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: h. Shusui. Robotic surgery for bowel endometriosis: a multidisciplinary management of a complex entity. J. Jpn orthop. Assoc. (6) 2024. Feb 8;28(1):31. Doi: 10.1007/s10151-023-02904-0. Pmid: (B)(6); pmcid: (B)(4). In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.

Event description:
A literature article described a case of pubic osteomyelitis following da vinci-assisted radical prostatectomy. The patient initially underwent da vinci surgery for prostate cancer. One month after surgery, the patient developed lower abdominal pain at rest and had an elevated crp level. The patient had difficulty walking and was admitted to the hospital urgently. On admission, x-rays and plain CT scans showed separation of the pubic symphysis. MRI showed bone marrow edema, so postoperative pubic infection was suspected. Blood cultures were negative, but e. Coli was detected in a pubic puncture specimen. Antibiotic treatment with ceftriaxone and st combination was initiated. Crp gradually decreased and became negative after approximately six months. Conservative follow-up showed that the pubic symphysis distance had increased to 10.8 mm six months after the start of treatment and the pain had disappeared. No residual symptoms were observed. There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to any adverse event. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.